Event description:
Additional information later received reported there were no programming errors. The patient was ¿doing fine¿. The patient wanted the pump explanted and was working on getting that scheduled.

Manufacturer narrative:
(B)(4)

Event description:
Additional information later received reported that the pump was being explanted (B)(6) 2015. Per the reporter patient was new to the clinic and stated the dr.'s notes regarding this patient was "a confusing patient history " for complications with the pump but that the patient stated a wide variety of symptoms were related to the pump even though it was filled with morphine and that the pump had not been refilled for 6 months as of (B)(6) 2015. The patient did not believe the pump was working or delivering/dispersing the pain med as intended so the patient wanted it explanted.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n192808023, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
When the reporter interrogated the patient¿s pump on (B)(6) 2014 the patient reported that after the last refill, (maybe a month prior) the patient was in ICU and she stated she was "indicated blah blah blah and had possible seizures." Per the reporter this was a friday and the patient was going to see the hcp for a follow-up appointment on monday. The reporter had informed the clinic that they should have the pump aspirated to see if there was any drug in it, that the patient was a possible pocket fill. The patient did not show up for that appointment. On 9/30/2014 the patient showed up for their refill and the patient was started back on 15mg/ml and 7.3mg/day. On 10/01/2014 the patient was unresponsive and ended up in the ER (emergency room) overdosed. The patient¿s pump was turned down to minimum rate. The pump was used to deliver morphine. Intervention and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.